Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated at the hospital. When the suction unit on/off knob was turned, it was not possible to create vacuum. The investigation concluded that the on/off plastic knob, which was broken, and it could not be turned to on position. It happened when performing the system checkout. The part was replaced thereafter the suction unit was functioning without deviation. The part was not returned for investigation. The intended use for the suction unit is to extract body fluids from the stomach and airways. We have not been able to determine the true cause why the plastic knob broke.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that it was not possible to create vacuum with the auxiliary o2 and suction device on the anesthesia system. There was no patient harm. Manufacturer's reference number: (B)(4).